Event description:
It was reported that the customer received a box of 31 drain bags and the instruction for use was missing inside the box. Per follow up call on (B)(6) 2021, customer stated that the instruction for use was not inside the shipment and they were confused on how to use the drain bag, but since they have been able to use the bags.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause could be due to an "incorrect operation". The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not completed as the user would not likely cause this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer received a box of 31 drain bags and the instruction for use was missing inside the box.